Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: cable (ecb00018200/unk).

Event description:
It was reported by the hospital contact that it was impossible to detach the coil (dfs10030620/c30689) after several attempts using the cable (ecb00018200/lot unknown). The coil will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that it was impossible to detach the coil (dfs10030620/c30689) after several attempts using the cable (ecb00018200/lot unknown). The coil will be returned for analysis. The coil was returned undamaged. The intact and undamaged detachment fiber did not receive heat and melt. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 52.2 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. The coil was detached on the first detachment cycle. The dpu passed post-detachment electrical testing. Post-laboratory detachment found that the detachment fiber received heat and melted as designed. With the dpu passing electrical testing and the coil detaching on the first detachment cycle, the root cause of the coils non-detachment cannot be determined. It was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any contributions to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.